Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow-up to maude # (B)(4).

Event description:
Robotic assisted lap hysterectomy - "trocar cannula bent while surgeon was inserting it in patient." Patient status - "recovered."

Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the shaft of the cannula was bent in the middle of the z-thread area. Engineering also found the obturator was bent and broke at the same location. The broken piece of the obturator was not returned for evaluation. The root cause of this incident is likely due to unusually high force applied while inserting the device during the procedure. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the exact root cause could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report is to follow up with medwatch# mw5043272.